Event description:
It was reported that patient underwent hip procedure in 2009. Revision procedure was performed at approximately three weeks later, due to dislocation of the modular head from the acetabular shell.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Initial measurements show modular head within specification. Evaluation is in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report filed on september 4, 2009.